Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, when pulling on the rail suture to advance the knot, a suture break occurred due to a jerky motion. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, the reported suture separation appear to be related to user error. In this case, the instructions for use deviation appears to have contributed to the reported difficulties. Reportedly, the suture broke due to jerky motion. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The IFU deviation appears to have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.